Event description:
It was reported the patient had a fall with loss of coverage of low back pain. There was a suspected lead migration due to the fall. Intervention involved: replaced device: lead date: (B)(6) 2012. Other surgical treatment involved: additional lead device: lead date: (B)(6) 2012. There were no diagnostic methods. Signs/symptoms noted loss of coverage of low back pain but extremity coverage was intact. The patient outcome was resolved without sequelae resolved date: (B)(6) 2012.

Event description:
Additional information reported that loss of coverage of back pain was due to lead migration following a fall. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received noted that the patient had pain. Loss of coverage of low back pain was due to fall.

Manufacturer narrative:
Product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2010; product type lead, product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012; product type lead, product ID 37752, serial # (B)(4); product type recharger, product ID 37743, serial # (B)(4); product type programmer.

Manufacturer narrative:
(B)(4).